Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump battery was 95 percent charged and would not turn on. There was no reported impact to the customer's blood glucose level. At the time tandem technical support was contacted, the customer did not have a power cable available to plug the pump in. Although additional requests had been made, the customer had not returned tandem technical requests for more information.